Event description:
A malfunction alarm, identified as malf 9, was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised that the pump could continue to be used and to contact support if the issue reoccurred.